Event description:
A female pt, age 77 was attached to the device with dobutamine flowing. The rptr stated that the whole bag of 250 cc was emptied after two hours. The drip should have lasted a couple of days.